Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged part of the tip of the harmonic ace instrument fell inside the patient and was retrieved. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused the tip of the harmonic ace instrument fell inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, part of the tip of the harmonic ace instrument broke inside the patient. The fragment was retrieved during the same procedure. The procedure was completed and there was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts, but was not able to gather any additional information.